Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch (B)(4). We contacted the customer and asked for more details about the incident. Unfortunately, we did not receive any further information. The customer has informed us that they don't have the sample as it was removed from another facility. Due to the absence of the defective sample, this complaint cannot be confirmed, and the exact root of the issue cannot be determined. The customer's descriptions suggest difficulties during the placement of the catheter. The customer stated that "the line was noted to be out 7cm as opposed to documented 4cm", indicating an insufficient fixation of the catheter. It is sated in the IFU: anchor the catheter, using the fixation wings. If a vein in the arm is used, a small loop should be left in the catheter, to prevent kinking of the catheter if the patient flexes or bends the arm. The described "wire which extends 2cm from the tip of the line" could be a piece of the stylet which was cut during the placement procedure or trimming of the catheter. Regarding this, the IFU includes several warnings: caution: prior to trimming the catheter with stylet, the stylet must be retracted inside the catheter 1 cm from the anticipated point of trimming. In order to retract stylet, disconnect between the t-piece and catheter hub, do not try remove the cap. Do not cut the stylet. A review of the batch history records was performed, and no deviations were found. The batches complied with its specifications and were released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out with no exemptions found. There have been no further complaints regarding a snapped/fractured stylet on code 4g07125203 within the last three years. This query relates to all complaints that have come to our attention worldwide. Corrective action: this complaint could not be classified due to the missing sample. Therefore, no further corrective action was initiated by vygon germany quality management.

Event description:
A PICC line was placed over a wire in a neonate. Approximately two days later during a dressing change, the line was noted be out 7cm as opposed to documented 4cm. A line placement x-ray was performed. The x-ray revealed ". A wire which extends 2cm from the tip of the line to the mid lower right atrium". The neonate underwent a procedure to remove the wire fragment. The neonate tolerated the procedure and remains in the nicu.

Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch- (B)(4). Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA via follow-up MDR.

Event description:
A PICC line was placed over a wire in a neonate. Approximately two days later during a dressing change, the line was noted be out 7cm as opposed to documented 4cm. A line placement x-ray was performed. The x-ray revealed "... A wire which extends 2cm from the tip of the line to the mid lower right atrium". The neonate underwent a procedure to remove the wire fragment. The neonate tolerated the procedure and remains in the nicu.

Manufacturer narrative:
This MDR report was sent under number dated june 05, 2024. Correction: MDR-now includes the medwatch report (B)(4) in block h10 under the related report number field.

Event description:
A PICC line was placed over a wire in a neonate. Approximately two days later during a dressing change, the line was noted be out 7cm as opposed to documented 4cm. A line placement x-ray was performed. The x-ray revealed ". A wire which extends 2cm from the tip of the line to the mid lower right atrium". The neonate underwent a procedure to remove the wire fragment. The neonate tolerated the procedure and remains in the nicu.